Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: what tissue was being approximated or sutured when the suture broke? All answers above are unobtainable. Once there is any update, we will update the information. Was any surgical intervention performed post-op specially re-suturing? Explain. Were prescription steroids/medicine or antibiotics administered? If yes, please provide medicine name, strength, and dose . Was there any alleged deficiency with the device as a contributing factor in the patient's symptoms? For example, did the suture broke post-op? What is the patients current health status and condition? Could you please provide the lot number? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an open reduction and internal fixation of left humeral fracture procedure in (B)(6) 2021 and suture was used. During the surgery, the suture broke easily at the time of knotting when sewing the wound. Changed another one to complete the surgery. The next day, when changing dressing for the patient, the patient suffered from erythema, inflammation, and pain on the wound where it was sewed. The doctor ordered that the dressing was changed twice a day, and the wound was disinfected with iodophor. Additional information was requested.